Event description:
The pt called lifescan (lfs) and alleged that their meter was missing segments. Pt reported a result that appeared to be 152 mg/dl. After obtaining the results pt had something to eat/drink. Pt was experiencing frequent urination and had a dry mouth at the time of testing. The pt was taken to the hosp and treated with an IV, however, pt did not report the result obtained at the hosp. It would have been helpful to know if the pt bases their medications on their meter results. It would also have been helpful to know what the meter result was at the hosp. Medical affairs attempted unsuccessfully to reach the pt for more clinical information. A letter is being sent as a second attempt. Based on the information provided, there is evidence of a meter malfunction (the issue was not resolved), however, there is no evidence of the meter contributing to a serious injury (the result at the hosp is not known, nor is the pt's medication regimen). A replacement meter has been sent.